Manufacturer narrative:
E1 initial reporter address: (B)(6).

Event description:
It was reported that balloon material tear occurred. A 2.25 mm x 30.00 mm agent dcb balloon was selected for percutaneous transluminal angioplasty (ptca) procedure. Prior to procedure, during preparation balloon material tear and drug coating damage was noted. Procedure was completed using an alternate device and no patient complications were reported.